Event description:
Information received indicated the bed's ground impedance (resistance) is out of specifications.

Manufacturer narrative:
The hill-rom tech found a broken/loose ground plug. He replaced the power cord which resolved the issue.